Event description:
Additional information was received indicating that during a clinic follow-up, x-ray imaging was performed and revealed that the left ventricular (lv) lead was dislodged into the right atrium. The device was reprogrammed to deactivate the lv lead. A revision procedure is anticipated, but has not yet been performed. The patient was stable and will continue to be monitored.

Event description:
During an in-clinic follow-up, it was noted that there was a loss of capture on the left ventricular (lv) lead. Programmer changes are anticipated, however, no intervention has been performed at this time. The patient was stable and will continue to be monitored.